Manufacturer narrative:
A visual examination of the device revealed that the c-clamp, feeding port and medicine port were closed. The external bolster was located at the 3 cm mark and was without issue. The internal bolster was found to be separated from the device. Remnants of the bolster remained on the circumference of the tubing end and on the surface of the internal bolster. It appears that the internal bolster had been securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have been caused by repeated application of shear force to the bolster / feeding tube bond during the unintentional removal of feeding tube from the patient, reinsertion and final removal from the patient. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 17480647 was performed and revealed no issues related to the reported complaint.

Event description:
Note: this report pertains to one device used during the same procedure. Refer to manufacturer report # 3005099803-2015-02086 and 3005099803-2015-02120 for the other associated device information. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the gastrostomy tube was accidentally removed by the patient and it was re-inserted on the same day. Reportedly, there was no damage noted to the tube and the patient had ¿no problem¿ after the event. The tube was scheduled for replacement on (B)(6) 2015 and during withdrawal, the internal bolster detached inside the patient. The detached bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one device used during the same procedure. Refer to manufacturer report # 3005099803-2015-02086 and 3005099803-2015-02120 for the other associated device information. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the gastrostomy tube was accidentally removed by the patient and it was re-inserted on the same day. Reportedly, there was no damage noted to the tube and the patient had ¿no problem¿ after the event. The tube was scheduled for replacement on (B)(6) 2015 and during withdrawal, the internal bolster detached inside the patient. The detached bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.